Manufacturer narrative:
Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 07/27/2007.

Event description:
The customer reported that during a procedure that during a procedure, a portion of the retina was aspirated into the probe. The reflux function was not effective. The doctor ended up cutting the portion of the retina off. No other details of the event were provided. Additional information has been requested.